Manufacturer narrative:
Concomitant device: a 1x 04.037.142s / 9976801 (tfna fem nail ø11 130° l170 timo15). A 1x 04.005.522s / l075120 (lockscr ø5 l32 f/nails tan light green). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 30. Jan 17: the blade was unlocked and pulled back.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. The date of event was reported as (B)(6) 2016 but it is unknown if this was the date patient fell and/or the fixation actually failed or if this was the date the fixation failure was discovered. (B)(4). Explant surgery was scheduled for (B)(6) 2017 but it is not known as of the date of this report submission if surgery was completed on this date. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Reporter¿s phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: jul 25, 2016. Expiration date: jul 1, 2026. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(4) as follows: it was reported that two (2) days after an open reduction and internal fixation procedure including implantation of a trochanteric fixation nail system to treat a femoral fracture on (B)(6) 2016, the patient tried to walk and fell down. There was no breakage of the implanted devices detected however it was determined that the fixation itself had failed. The surgeon commented that this couldn¿t be helped and surgical revision to extract the implanted devices and resect the femoral head was scheduled for (B)(6) 2017. This is report 3 of 3 for com-(B)(6).

Manufacturer narrative:
Additional MFR narrative: pt identifier, describe event or problem, type of reportable event: the initial complaint was reviewed and found not reportable. The information in this complaint record does not suggest that a device malfunction occurred. This device did not malfunction and should be captured as concomitant. The complained part is the blade which backed out of the femoral head. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record does not suggest that a device malfunction occurred. This device did not malfunction and should be captured as concomitant. The complained part is the blade which backed out of the femoral head.